Manufacturer narrative:
(B)(4). The pump was not returned to sigma for eval. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted. The serial number of the pump provided in the medwatch (B)(4) is not a sigma spectrum serial number.

Event description:
It was reported that the pump failed to infuse heparin at 9 cc/hr. Instead, the pump was found to be pulling blood backwards out of the pt IV line. The pt partial thromboplastin time (ptt) levels were suboptimal.